Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 11/22/2017. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and loose particles were observed on the lens surface; that could be related to the handling of the unit in a non-sterile environment. Due to the conditions of the sample returned, it is not possible to determine if the reported issue is related to the manufacturing process. The reported issue could not be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, the lens did not have patient contact. If explanted, give date: not applicable, the lens did not have patient contact. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was found on a zcb00 19.0 diopter intraocular lens (iol) during handling and prior to insertion. There was no patient contact. No additional information was provided.